Manufacturer narrative:
Additional suspect medical device components involved in the event: model # - sc-2218-50, serial # - (B)(4). Description - st linear lead, 50cm with pre-loaded 0.014 inches stylet.

Manufacturer narrative:
Additional information was received that the patient was taking bicerol oral medication and elected not to take an allergy test. The patient has elected not to have the system explanted. No further action will be taken.

Event description:
A report was received that the patient has been on medication for hives since being implanted. The patient mentioned that she is allergic to some metals. An allergy test will also be performed. The physician plans on explanting the patient's entire system.

Event description:
A report was received that the patient has been on medication for hives since being implanted. The patient mentioned that she is allergic to some metals. An allergy test will also be performed. The physician plans on explanting the patient's entire system.